Manufacturer narrative:
On (B)(4) 2016 customer follow up. It was reported that the customer continue to experienced elevated blood glucose levels. However, no exact values were provided. It was indicated that the customer would continue to use the pump until the replacement arrives and has manual injections available for alternate insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels range (300-450 mg/dl)with small ketones present. The customer would change out supplies and bolus via the pump to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.

Manufacturer narrative:
Review of pump logs revealed that insulin delivery was stopped by the user and was not resumed until 9 hours later, when the user performed a cartridge change.